Manufacturer narrative:
Product event summary: the mapping catheter (B)(4), with lot number 216106698 was returned and analyzed. Visual inspection indicated that the catheter was kinked and pebax tubing was ribbed. In conclusion, the reported mapping catheter damage was confirmed through testing. The mapping catheter failed the return product inspection due to tip/loop kink and damaged pebax tubing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was attempted to insert the mapping catheter into the balloon catheter, but the mapping catheter failed to be inserted smoothly into the balloon catheter. Additionally, the mapping catheter deformed. A new mapping catheter was inserted, but failed to be inserted smoothly. It was noted that it was suspected the balloon catheter luer was defective, and the balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.